Event description:
It was reported that after a supply change, the patient experienced persistent hyperglycemia due to connecting the cartridge and adaptor outside the ilet, which led to leakage at the connector and an improperly deployed teflon infusion set; the patient subsequently received subcutaneous insulin via pen at an emergency department, and the involved components included the cannula with cartridge and luer connector from the specified lots. Symptoms included hyperglycemia with a reported peak of 700 mg/dl, nausea, and vomiting. Outcomes included serious illness and hospitalization. Investigation included communication with the user and analysis of user-provided information, along with troubleshooting and education on correct procedures. Investigation of this case revealed no device problem, and a usage problem was identified related to an improper or incorrect procedure, with the infusion set and connector not attached correctly and the cartridge not locked inside the ilet as instructed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.